Manufacturer narrative:
Device evaluation: no log files were submitted to the manufacturer related to this event; however, the report of low speed and pump stop events was confirmed based on the submitted photos. The photos revealed the patient¿s history on the center¿s system monitor which revealed low flow alarms, low speed advisories, and pump stop events. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. Continuity testing was performed on the percutaneous lead and all wires were found to be electrically intact. No shorts or discontinuities were found during the electrical continuity testing. The shielding and bionate were removed, and examination of the underlying wires revealed no insulation breaches or damage. The percutaneous lead was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the lead wires that would have resulted in an electrical short. Based on complaint history and previous reported events, the reported low speed and pump stop events while the patient was supported by the power module and batteries is potentially consistent with two or more compromised wires in the patient's percutaneous lead; however, a specific cause for the events cannot be conclusively determined through the evaluation of returned device. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 5 years and 3 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient went to the hospital for a routine visit. Alarms occurred when the pump was connected to battery power. Abnormal speed and pump stoppages were recorded. The system controller was exchanged. The pump restarted, but 20 minutes later, more alarms occurred. An issue was suspected with the percutaneous lead (driveline) and a pump exchange was completed on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
The product received date was inadvertently omitted from the supplemental medwatch report. No further information is available. The manufacturer has closed the file on this event.